Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 7088b, implantable pulse generator, 1999-(B)(6); 4024-58, implantable pacing lead, 1999-(B)(6). (B)(4).

Event description:
It was reported that the patient had chronic atrial fibrillation (af). The atrial lead was capped. No patient complications have been reported as a result of this event.